Event description:
It was reported that the patient had a loss of stimulation and therapeutic effect. It was noted that stimulation was in the wrong location. It was noted that the patient had wanted the system removed for around 2 years. It was noted that the patient had been reprogrammed several times and when the patient used the stimulation, they got more stimulation in the abdomen than anywhere else. It was noted that the health care professional noted that a revision rather than an explant of both the ins and leads was to be done. It was noted that an explant of the leads and ins was planned for (B)(6) 2013; it was unclear where this appointment was a revision or explant from the provided information. It was noted that the patient was alive with no injury and had symptoms of less than 50% therapy relief and pain. It was noted that the patient had the symptoms at the device pocket and had abdominal stimulation. Additional information received reported that a successful ins and lead revision was performed. It was noted that a new lead was placed epidurally as well as 2 quad leads placed ¿sq¿ at the doctor¿s discretion. It was noted that the patient had good coverage of bilateral legs on the epidural leads and coverage of the lower back on the ¿sq¿ leads. It was noted that the ins pocket was moved to a less invasive location in the patient¿s right back and a smaller ins was implanted.

Manufacturer narrative:
Concomitant: product ID 377760, lot# v016553, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).